Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with an unknown 2.0x15mm balloon. Ivus was performed. While implanting the unknown size taxus liberte stent the stent migrated proximally 5mm during deployment. The stent was implanted overlapping an unknown stent which was located in 1st diagonal. Patient status reported as "good". Additional information was requested but not provided.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).